Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac artery. An 8.0x100, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 18 atmospheres, the balloon ruptured. The device was then removed from the patient's body. The procedure was completed with another 80x10, 75cm mustang balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. The complaint device was returned for analysis. A visual examination of the returned device identified a longitudinal tear along the entire length of the balloon, measuring 10.5cm in length. The balloon was examined microscopically and no issues were noted with the balloon material which could potentially have resulted in the tear. A visual and microscopic examination found no damage to the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon raptured occurred. The stenosed target lesion was located in the common iliac artery. A 8x100mmx75cm mustang balloon was advance to inflate the stenosis, however the balloon ruptured. The device was removed from the body. Another same device used in order to complete the procedure and was successful. No patient complications were reported and patient's status is stable.